Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a very tight vessel with a lesion in the left subclavian. Predilatation was performed prior to deployment, without issue, of the stent implant in a very tight bend. On angiography, after deployment, the middle of the stent implant was observed to be partially fractured and bulging. The deployed stent was postdilated and the procedure was ended for the time being. A few days later, the patient underwent additional stenting in the same vessel. No adverse patient effects or clinically significant delay in the procedure were reported due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4).